Event description:
The manufacturer received information alleging dry mouth, nasal/throat irritation or soreness, headaches related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.,

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged dry mouth, nasal/throat irritation or soreness, headaches. There was no report of serious or permanent harm or injury. Additional information was received and added to the report. The device was returned to the quality product investigation laboratory (04-27-2023) for further evaluation. The device was evaluated on (07-07-2023). There was no mention of visual findings to the external part of the device. The manufacturer visually inspected the external part of the device and found black debris on air inlet on blower box and debris consistent with dust found on the inside of bottom of device. The manufacturer visually inspected the device internally and found minimal dust contamination in the blower assembly. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation, but dust contamination was observed and are consistent with being from an external source. Section d8, d9, h2, h3 and h6 were updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.